Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt presented to the emergency room on (B)(6) 2011, after hearing a "pop" in his abdomen and suspected "something was wrong with his incision". The pt had his pump and catheter removed on (B)(6) 2011 due to a "(B)(6)". The pump dose "was able to be turned down prior to the surgery and is doing well today." The pump was used to deliver lioresal. Additional information has been requested, a f/u report will be sent if additional information becomes available.